Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and its output was in backup mode. The device image analysis indicated hardware reset has occurred from an unknown cause, consistent with the reported backup condition. Product code was reloaded to recover the device to its nominal settings and to perform further evaluation. Final analysis found no functional issues and backup condition could not be reproduced. DHR was reviewed to ensure each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the pacemaker (pm) exhibited a backup mode identified in the warehouse. No patient involvement.